Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection, seroma, and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, seroma, and capsular contracture, baker grade unknown. Information contained in this report was previously submitted through psr on 24-jul-2017. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring and increased monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 111450. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan medical was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for the period of march 2015 and february 2017, one point was found out of the upper limit (march 2015). Based on the additional analysis performed for the fis involved in this month, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported left side that "infection" and "fluid" around the implant. Patient later reported capsular contracture , baker grade unknown.